Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The tip-up fenestrated grasper instrument was analyzed and found to have a frayed grip cable at the distal end. Additional unrelated observation(s) not reported by site: the instrument was found to have a dislodged retaining ring from the roll input disk. The retaining ring was found dislodged from its normal position and stuck onto the magnet inside of the housing. The instrument housing was removed and found an instrument bearing dislodged from its expected location. The roll bearing appeared to be dislodged. The bearing was found dislodged from its normal position and stuck onto the magnet inside of the housing. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing.